Event description:
It was reported that during a direct stent procedure of a moderately calcified obtuse marginal (om), the stent would not cross. The stent became dislodged from the stent delivery system (sds). A balloon catheter was used to capture the stent and it was successfully retrieved. No pt effects were reported.